Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? A photo which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, it was noted that the wrong needle was on the suture. A cutting needle instead of sh. Unknown as to how the procedure was completed, but it was completed with no delay. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/18/2020. Additional information: d4, h4, h6. Additional information was requested and the following was obtained: procedure name: colon resection. A manufacturing record evaluation was performed for the finished device qcmekp batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that the wrong needle on suture cutting needle instead sh. Two pictures were provided for analysis. Upon visual inspection of the pictures, a labeled winding former with needle-suture combination of product code j416, lot qcmekp was noted; however it could not be determined if the point of the needle is a cutting since the pictures are not clear. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint as the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.